Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the sheath. A stiff guide wire was used to complete the deployment of the filter. The filter was deployed superior to the bifurcation of the iliac vein. There are no plans at this time to retrieve the deployed filter. There is no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The delivery system was returned for evaluation and the sheath was attached to the storage tube. The delivery pusher catheter was kinked approximately 29cm from the proximal end of the pusher handle. Multiple kinks and bends were observed on the introducer sheath and the dilator. The storage tube also exhibited diagonal scratches which are likely due to the filter feet passing through the tube. The storage tube was disconnected from the introducer sheath and no skiving was observed to the introducer sheath. Based on the returned device, the complaint investigation is inconclusive for deployment and advancement issues. Based on the images provided, the investigation is confirmed for deployment issues and inconclusive for advancement issues.